Manufacturer narrative:
E1 establishment name: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the colonovideoscope had error code e315. The issue occurred during preparation for use. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: corrosion was observed for the electrical contacts of the endoscope connector. In addition, although water leakage was not detected for the endoscope, a trace of water intrusion was observed in the endoscope connector. They may have had an impact to the electrical system to generate short circuit and poor continuity, resulting in e315. The event can be detected by following the instructions for use which state: it was confirmed that instructions operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscopic system¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.